Manufacturer narrative:
The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a skin graft got caught in a mesher, that the (B)(4) cutter was burred and the comb was bowed. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as (B)(4) cutter serial number (B)(4), 2:1 cutter serial number (B)(4), 3:1 cutter serial number (B)(4), and (B)(4) cutter serial number (B)(4) for evaluation. Evaluation of the device on 3 september 2019 found that the comb was bent out of shape and that the shoulder bolts, washers, and nuts needed to be replaced. Review of the returned cutters found that the 1.5:1, 2:1, and 3:1 cutters all produced incomplete cuts and that the 4:1 cutter had damaged blades, but the 1.5:1 cutter was not noted to have been burred. Repair of the mesher occurred the same day and involved replacing the comb, shoulder bolts, washers, or nuts. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was bent, which would also cause the device to potentially catch skin as the mesher would be used, it cannot be determined from the information provided as to what caused the comb to become bent. In addition, the service technician was unable to reproduce the reported issue on the 1.5:1 cutter. As such, a specific root cause for the reported events cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the when device was meshing skin, skin graft got stuck in masher and it was noticed the cutter 1.5 was burred and grate was bowed/dented. Event occurred during surgery. Subsequently this caused no patient harm and there was (1-15 min) delay. The surgery was not completed using an alternate device. The skin graft was compromised but was able to be used. No adverse events were reported as a result of this malfunction.